Event description:
The pt had a shunt implanted with a programmable valve and an anti-siphon device for increased intracranial pressure. The pt was brought back with evidence of distal shunt failure based on a series of cat scans. The tubing had migrated from its peritoneal space to the subcutaneous tissues. This required surgical intervention.